Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, eight (8) months post-implantation, the patient experienced sudden pain and underwent revision surgery due to subsidence of the tibial tray. The affected components were replaced and the femoral components remain intact. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: cruciate retaining left size 8 pps narrow femur: catalog#42508006401, lot # 65542157; articular surface medial congruent (mc) left 13 mm height: catalog # 42512100813, lot# 65050552; nexgen complete knee solution, trabecular metal standard primary patella: catalog# 00587806532, lot # 66053880. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographic images were provided and reviewed by a healthcare professional. Revision operative notes confirm patient's tibia had varus subsidence, and no loosening was noted. Femoral component not loose and not revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.